Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device was malfunctioning. The pump kept beeping and reprogrammed itself. Batteries were replaced, but the pump continued beeping and eventually became non-programmable and stopped working. The pump did not provide an alert reason but displayed error code 46822. This was a continuous infusion; the set flow rate and volume delivered were unknown. The position of the pump when the alarm occurred was also unknown. The reported product fault occurred while in use with the patient. The actual device was available for investigation upon patient return. The device was replaced. The patient had a backup device and was able to successfully continue the infusion. The concomitant medical products and other treatments include opsumit, remodulin mdv, sterile diluent for remodulin, and tadalafil. The infusion was life-sustaining. There was patient involvement, but no patient harm reported. The outcome of the event was resolved by replacing the pump, and the patient is currently using the backup pump. Diagnosis for use: pulmonary arterial hypertension. The date of report was on 10-oct-25. Patient details were provided: patient is a female.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - serial #: provided serial is (B)(6) but could not be located in oracle. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.